Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one n40 injector sample and three tubing sets, not manufactured by bd, were received for investigation. Through visual inspection, no damage or other defects were observed which could contribute to the reported incident. Functional testing was performed, the injector was luered onto the IV sets without issue and no disconnection occurred. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. A device history review was performed for reported lot 2310305, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues were identified. Retained samples from lot 2310305 were used for additional evaluation. All product was inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. It is important to follow the instructions for use when engaging the device with a mating luer component to ensure all luer connections are securely tightened before use. Based on the sample evaluation and quality team's investigation, we are not able to identify a root cause related to our device or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material # 515057 batch # 2310305 it was reported by customer that the locking injector is un-luering from the tubing set and is concerned if the injector is compatible with the tubing being used. This led to patient bleeding from the huber needle and a chemo spill verbatim: the locking injector is un-luering from the tubing set. Concerned if the injector is compatible with the tubing being used. I have samples of both injectors from the lot and the tubing being used. Please advise on if they are compatible.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.